Manufacturer narrative:
The associated device was returned and evaluated. A visual assessment of the device confirmed the stated failure of the knob ring breaking. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the plastic ring on the cr femoral impactor broke during impaction while cementing components. The broken piece of plastic fell inside the patient and was retrieved with no further incident. We used the same impactor to finish the procedure, but a smith & nephew back instrument was available. No delay.